Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ with lidocaine into the ck3, ck1, nl1, lp6 and c1 and experienced ¿inflammation 6 months after the treatment and induration in the injected sites¿. Patient was treated with urbason, prednisolona, celestone cronodose. Symptoms are ongoing.

Event description:
Symptoms resolved 8 and a half months after injection.